Manufacturer narrative:
The device was returned to the manufacturer and the reported failure was confirmed. The root cause is determined to be caused from an unauthorized third party repair and third party asic motor controller. The handpiece was repaired and returned to the customer.

Event description:
It was reported that after the saw was used in a procedure, it was placed on a stand in the sterile field and later smoke was seen coming out of the handpiece. There were no reported flames seen. There were no burns or injuries associated with this event. They were able to switch out with another device with no delays and the procedure was completed successfully.